Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
Use 7 hole plate. Did not use the aiming block. Finally, drilled almost vertically against the re-distal anterior screw hole, but the screw did not lock. Drilling by bicortically but did not lock. Could not lock it even with a new screw and ended the operation without locking.